Manufacturer narrative:
It was reported that 6-week post-op x-rays show what appears to be a "blocking screw" dissociating from the independence mis spacer. The patient was reported to be asymptomatic at the time of the reported incident. The rep reported that the surgeon inserted three cocr "locking screws" and properly "blocked" them by using the provided torque limiting driver to turn both of the screws. It is unknown which specific torque limiting driver was used for the case as the team has multiple consigned sets. The 6-week post-op x-ray does not show any sign of the screws backing out from the interbody. The interbody also does not appear to have migrated relative to the vertebral bodies. The shape of the object protruding from the anterior face of the implant suggests that the head of the blocking screw has shifted in the anterior direction. However, given that the implant remains in the patient, we cannot definitively conclude that this object is a blocking screw. The root cause of the migrated blocking screw is also indeterminate. The angle of the blocking screw shape on the x-ray suggests the head of the blocking screw could have fractured off the threaded shaft, potentially from excessive insertion or in-vivo forces. It is also possible the blocking screw is unthreading from the spacer due to in-vivo forces, implant damage or improper peening of the blocking screw threads at assembly. The MDR complaint is indeterminate as there is not enough information at this time to draw any definitive conclusions. The investigation will be re-opened should there be any further information available.

Event description:
It was reported that post op x-rays show what looks to be a piece of titanium disassociated from the implant, possibly the locking mechanism.